Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the single board computer (sbc) and the s4 image processor. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6800 system intermittently will not boot up. It was also noted that the system was hanging up at bios load. There was no report of pt injury.